Event description:
User reported that the pump had a communication error and was shown as offline. The pump malfunction occurred during the procedure and required hot-swap of roller pumps to be resolved. There was no patient harm.

Manufacturer narrative:
During investigation, the reported issue was unable to be replicated; however, when the device was opened, significant fluid ingress was identified, including on the pcb. Due to significant liquid ingress, the unit was scrapped.